Event description:
At the first refill following pump replacement, all 40cc of medication was removed from the pump. The pt had experienced increased pain. It was determined that there was an unspecified connected issue. The connector was changed and everything had been fine since. The pt was doing fine. The type of medication, concentration, and daily dose being administered via the pump were not reported.